Manufacturer narrative:
Method & result segments of based on evaluation summary which supplements previously reported evaluation summary (B)(4).

Manufacturer narrative:
Attached evaluation summary is a correction and replaces the evaluation summary provided with follow up report 001. (B)(4).

Event description:
It was reported that revision surgery had been scheduled due to metallosis.